Event description:
The account alleges that while the brake is engaged, the casters will still swivel, resulting in the brake not holding. No injuries were reported, however a patient nearly fell as a result of this issue.

Manufacturer narrative:
The technician replaced the brake block, brake, and brake/steer casters, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.